Manufacturer narrative:
One device was received for evaluation. Visual inspection found a lifted downstream occlusion (dso) seal. Functional testing was unable to duplicate the reported problem. The dso seal was replaced. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device won't recognize the pump cartridge when attached to the pump. The device failed during bench testing. There was no patient involvement.